Event description:
It was reported that prior to surgery, it was discovered that the small battery drive device had low pressure when the drill was started up. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device had failed rpm (rotations per minute) specifications. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was most likely due to internal motor or electronic control unit (ecu) failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.